Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was in the range of 400 mg/dl at the time of incident and other blood glucose value was 479 mg/dl. Customer stated that she tried to deliver insulin, but that her reservoir emptied before the bolus could be completed. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.